Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as shingles as well as a bruise from falling onto the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician treated the irritation and advised to temporarily remove the lifevest for the skin irritation. Outcome of the irritation is unknown as it was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient¿s passing.